Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the battery module does not work. The power was lost when the fsr disconnected the system from alternating current (a/c) outlet. There was no pt involvement.

Manufacturer narrative:
The customer will use perfusion system without a battery backup. The reported complaint was confirmed. The fsr replaced the batteries. The fsr removed the battery module, opened it up and checked all the connectors on the printed circuit (pc) assembly by disconnecting them and reinstalling them to include wires on p4. The fsr placed the battery module on top of the base, connected the battery module to the base distribution board, set the circuit breaker to the "on" position, disconnected the power cord from a/c/ power and the battery module functioned normally. The fsr checked reference and charging voltages and both voltages were within manufacturer specifications. The fsr reinstalled the battery module, connected the base power cord to a/c, turned the circuit breaker on, removed the power cord from a/c and the battery module performed to manufacturer specifications. Preventative/corrective maintenance was completed successfully. The unit operated to manufacturer specifications and was returned to clinical use. The user facility discarded the suspect batteries. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.